Event description:
It was reported that the aria cage broke upon impaction.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: according to the materials analysis report, the cage broke through overload in fast fracture propagation mode.conclusion: the plausible root cause is a user applied overload.

Event description:
It was reported that the aria cage broke upon impaction.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: no relevant issue was found in the manufacturing records. According to the materials analysis report, the cage broke through overload in fast fracture propagation mode. Conclusion: the plausible root cause is a user applied overload.